Event description:
The tip of the closure device was bent in the package. The device was removed and replaced with no harm to the patient. Manufacturer response for closure device, closure device (per site reporter). Mfg [manufacturer] notified by the site.